Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nose bleed, lung problem, nasal irritation, throat soreness. There was no report serious or permanent of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devicesthe manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to havenose bleed, lung problem, nasal irritation, throat soreness.the medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection -dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector. Pil technician observed no odor coming from the device. Unknown contaminate was observed inside the top enclosure, inside the ui and rear panels. Hairlike substance was observed on the blower box upper cap. The device was likely dropped due to it being cracked and a piece of plastic near the control dial was broken off. A contaminate consistent with keratin was observed on the blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes,that they could not confirm the customer complaint and they observed dust/dirt contamination in the airpath, likely from a source external to the device and there is no evidence of degraded sound abatement foam.